Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass, the device stapled one side during the transection and cut, but did not staple the other side. There was no pt consequence.